Manufacturer narrative:
Citation: borger et al. Twenty-year results of the hancock ii bioprosthesis. J heart valve dis. 2006 jan;15(1):49-55. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding 20-year results of hancock ii porcine bioprosthetic valve in a large patient population. All data were collected by mail and/or telephone questionnaire for patients who underwent surgery between 1982 and 2001. The study population included 1,569 patients (predominantly male, mean age 67 years), all of which were implanted with medtronic hancock ii porcine bioprosthetic valve in the atrial (1,010) or mitral (559) position. No serial numbers provided. Among all patients, long-term death occurred in 445 atrial patients and 275 mitral patients. Of these 51 atrial and 47 mitral patient deaths were deemed valve-related. No further details were provided on these deaths. Based on the available information medtronic product was directly associated with the death(s). No additional adverse patient effects or product performance issues were reported.